Manufacturer narrative:
A sorin service representative could not reproduce the problem. The device worked as specified. No report of this issue re-occurring has been received. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the heater-cooler powered off by itself during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.